Manufacturer narrative:
The reference (B)(4). Has been allocated to this case by rayner. The event description provided states that the lens broke with the injector. No further description is available to rayner. The device has not been returned to rayner for evaluation. The rayone preloaded iol injection system use risk analysis identiifes the following as possible causes of "damaged iol"; forcing a blocked injector, inadequate lubrication, inadeuqate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger overide due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, misuse of device, user ignores packaging labels and IFU instructions, haptic trapped/damaged on closure of cartridge, insertion of viscoelasitc through nozzle leading to inadequate amount of viscoelastic, user removes injector from trayp prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone emv (B)(4).batch 033211633 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv (B)(4). Batch 033211633. It is not possible to establish the cause of the event from the limited evidence/information available.

Event description:
On 29th november 2023, rayner received notification from its distributor in argentina of an event that occurred during use of a rayone emv (B)(4). . The event description provided states that the lens broke with the injector.